Manufacturer narrative:
Additional information: h6 and h11. H11: the actual device was not available; however, three (3) companion samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Under water pressure testing was performed and no leaks were observed. Functional testing was performed by evaluating the cassettes in a cycler machine. The samples were subjected to all the cycles of the therapy process and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a bubble in the line of a homechoice cassette. This occurred during dwell three of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.